Event description:
It was reported that the customer passed away on the way to the hospital. The customer was involved in a car accident. The cause of death was abdominal aortic aneurism. The customer had heart disease. The customer's blood glucose, at the time of death was 145 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Product not returning. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.